Event description:
It was reported that the insulin pump had a button anomaly when a bolus was attempted. The blood glucose reading was 9.4 mmol/l. The insulin pump was not reacting properly to the customer's input. The insulin pump had alarmed for low reservoir and low battery. The insulin pump was not dropped or bumped. It was advised for the customer to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. It was advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, battery out limit, low battery or failed battery test alarms noted. The insulin pump had an intermittent button response due to flattened buttons dome switch. No empty reservoir alarm noted during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.